Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be broken. One device evaluation is in progress. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. One of 4 reported devices are in scope of recall z-2238-2016. There were no remedial actions taken for 3 devices.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device broke. These occurred during cranial procedures; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One event was confirmed during testing; the device was found to be broken. This device is not repairable and was not returned to the user facility. There were no remedial actions taken.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device broke. These occurred during cranial procedures; no patient impact.